Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an audible lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to low lead impedance. The lead had chronically low impedances and the audible alert was a nuisance for the patient. The audible alert tone was recommended to be programmed off by technical services. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.